Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited intermittent undersensing of atrial fibrillation (af). No adverse patient effects were reported. This pacemaker remains in service.